Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 6f terumo sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 10mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician shuttled down and withdrew the sheath from the tissue tract, the tamp tube (advancer tube) was not exposed. The physician deflated the balloon and removed the device from the pt. The pt was converted to manual compression for approximately 10 minutes at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day and no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was protruding from shuttle cartridge side slit approximately 175mm from balloon proximal tip. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1310702) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the rot cause for the reported failure could not be conclusively determined.